Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the reservoir tube lip.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 11:30am with a high blood glucose level of over 600 mg/dl. The customer was not in a vehicular accident. The customer was still being treated at the hospital during the time of the call. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.